Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent cartridge alarms (cartridge alarm 19) during bolus delivery. Customer blood glucose was 327 mg/dl which was addressed with manual injection. Customer reverted to manual injections for insulin therapy.